Event description:
Surgeon explanted stem and stem inserter broke off in stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unintended malfunction of the instrument that could lead to patient harm.

Manufacturer narrative:
Examination of the reported instrument was not possible as it was not returned. It is confirmed that a fractured portion of the 299962553 instrument remains in the returned implant. The lot/product code for the contributing device has not been provided and a search of the complaints databases/review of device history records was therefore not possible. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.